Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received motor error alarm. Customer's blood glucose level was 178 mg/dl. Customer reported that the drive support cap was normal, insulin pump was not exposed to high magnetic field and troubleshooting was performed. Customer reported that the motor position encoder error alarm was present. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump will be returned for analysis.